Event description:
A medwatch report was received from the hospital on 9/11/08 which indicated a 225-175 bone clamp was broken during hip surgery. There was no harm to the patient, and the broken piece(s) were retrieve. An x-ray was taken which confirmed there were no pieces of the instrument left in the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. Integra lifesciences corporation is filing on behalf of the initial distributor. Correspondence should be sent to: integra lifesciences corporation.